Event description:
It was reported that the device would not operate on ac power and charge the installed batteries. There was no report of pt involvement with the incident.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it had fault codes logged in the memory and would not operate on ac power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined the root cause of the reported incident was a failure of the power supply module's ac power supply, transistors q1 and q2 were shorted and fuse f1 open.